Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited loss of sensing that was possibly due to loss of contact that was noted via follow-up remote. Programming changes were made. Patient was stable and will continue to be monitored.